Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely black screen. The customer rebooted the device, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height sub drawer 4.1 drawer controller board was the source of the issue. A field service engineer (fse) replaced drawer controller and rear console controller to resolve the issue. Then the fse performed final test and drawer became responsive. The system functioned as intended after the field service engineer repaired the device.